Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the 25 gauge laser probe tip would not fit into 25 gauge cannula. A new probe was opened and used to complete the case. There was no patient harm.

Manufacturer narrative:
Additional information provided. No information was able to be obtained from this customer. However, the 23g probe was returned for evaluation. The probe was manufactured on june 28, 2017. There were 582 paks associated with this lot. Based on manufacturing assessment, the product met specifications at the time of release. A visual assessment of the returned sample revealed adhesive on the cannula tip. The 23ga probe was inserted into a 25g trocar. The sample had become stuck when inserted into the 23ga trocar, confirming the reported event. Additionally, the sample¿s cannula outer diameter (od) was measured. With an od min/max values of 0.0250 to 0.0255 inches, the sample¿s cannula od was measured to be 0.02520 to 0.02600, not meeting specifications. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tip during manufacturing. An internal investigation was opened to address the issue. The manufacturer internal reference number is: (B)(4).